Event description:
It was reported that the procedure was to treat a lesion in the mid arterial trunk with heavy calcification. The 3 x 100 x 150 fox sv balloon was advanced over a non-abbott guide wire. During advancement, resistance was met between the guide wire and the balloon catheter, and the devices became stuck. The balloon catheter could not be removed; therefore, the devices were removed as a unit. No further treatment was performed, and there was no harm to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant informaton.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device confirmed it was frozen on a non-abbott guide wire; however, the cause for the initial resistance could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.